Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
As reported: the account reported about difficulty clicking the manta closure device into the manta sheath during a product demonstration. There was no patient involvement.

Event description:
As reported: the account reported about difficulty clicking the manta closure device into the manta sheath during a product demonstration. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). (B)(4) were returned for evaluation. All the units returned were representative/unused unit. Further testing to be done. The returned units have been forwarded to essential medical for analysis and further investigation. Results of third-party investigation: 2 of the 3 devices were received at ess. Med. The first device was tested via simple insertion with the bypass tube. The second device was tested on a wet model set-up to mimic actual use. Both tests significant resistance was not felt when inserting the bypass tube and the bypass tube was able to seat appropriately. The device history record was reviewed and indicate no non-conformities related to these lots, therefore, supporting the devices met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the operator continuously experiences problems clicking the manta delivery handle into the manta sheath hub. They have a concern for danger of misplacing the anchor, if a lot of force is required to connect the manta delivery handle to the sheath hub; and reports it to be very uncomfortable and difficult to use while performing. This is a very experienced workplace with a lot of manta use. This facility started using manta in (B)(6) of 2020. The operator is certified and performs manta deployments on average, three times per week. The IFU states in step 3 of inserting the device: hold the bypass tube between the thumb and forefinger, while grasping the manta closure by the delivery tube and bypass tube, insert the bypass tube gradually into the hemostasis valve and into the manta sheath hub. Push the bypass tube into the sheath hub and observe that the bypass tube is completely inserted. Note that the device must be upright with orientation markers visible and facing upward. Note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The der process will continue to monitor for any similar events.